Manufacturer narrative:
The failure investigation has been completed and the touchscreen issue was verified. Functional testing was performed and no failure was identified related to the elevated blood glucose issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with trace ketones; cause was unknown. A manual injection was administered to address bg. The customer declined further troubleshooting with tandem technical support regarding the reported issue.